Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that 9 days following a cataract extraction with intraocular lens (iol) implant procedure the patient had corneal edema, little lamb fat keratic precipitates, tyndall+++, free cells could be seen in the anterior chamber and vitreous opacity++. The patient experienced severe pain, conjunctival redness and swelling. Blood routine examination was reported as infectious hemogram no, c-reactive protein to be normal. No cultures were performed. The event resulted in a clinically significant visual change. Intervention for the event was reported as local anti-inflammatory medication to inhibit inflammation. The intervention was effective.